Event description:
Caller states the patient tested 1.2 inr on the coaguchek xs system and 1.7 inr on a comparison lab. Caller states the patient went to the hospital with a severe pain in her back and was diagnosed with a blood clot in her lung. Caller states the patient was treated with clot busting drugs and her coumadin dose was increased. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.